Event description:
It was reported that the pt's surgery was done with minimum incision. Pt experienced pain in his inner right leg, then it resolved with time. Pt currently has pain. The outer side of his right leg experiences "more pain". Pt also stated that he cannot take any pain medication.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted. Add'l info has been requested and if received, will be provided in a supplemental report.